Manufacturer narrative:
The complaint allegation is confirmed for an ar-2324bcc-1 batch 15454667 with a fractured anchor. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, including: off-axis insertion, improper bone preparation, and prying or leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-2324bcc-1, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the first pitch on thread of swivelock did not engage and snapped when inserting into tibia. This was detected during use in an acl with internal brace procedure on (B)(6) 2025. The procedure was completed successfully as another anchor was used. The correct drill and tap were used and the bone quality was expected for patient age.